Manufacturer narrative:
As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. If additional information should become available, a supplemental medwatch report will be sent accordingly.

Event description:
This is report 1 of 2 for the same event. It was reported from (B)(6) that during an unspecified surgical procedure, it was observed that the saw device broke after five minutes of use with the handpiece device. According to the report, the end of the saw device was in the handpiece device and it was not possible to get it out. It was further reported that the saw device was not tightened more than usual and it worked fine until it broke. There was a delay of ten minutes in the surgical procedure to get a spare handpiece device connected to continue the surgery. There was patient involvement. The reporter indicated that the missing part was eventually found but thrown away. It was not reported if there were any injuries or prolonged hospitalization. There was no medical intervention. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
Additional narrative: the actual device was returned for evaluation. Reliability engineering evaluated the device and the reported condition was confirmed. It was further determined that the breakage may have been caused by a high power setting on the unit not conforming with the instructions for use or too much pressure applied to the tip. The assignable root cause was due excessive handling/ user error. If additional information should become available, a supplemental medwatch report will be sent accordingly.

Manufacturer narrative:
The actual device was returned and is currently pending evaluation. Once reliability engineering evaluates the device, a follow-up medwatch will be submitted. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.